Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a surgery was extended by more than 30 minutes due to the insert not locking into position. A new insert was used and no patient complications were reported.